Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review of the transmission, the atrial lead exhibited noise over-sensing, resulting in an inappropriate auto mode switch (ams). No intervention was made. There were no patient consequences reported.

Event description:
New information received notes that the right atrial (ra) lead was explanted on (B)(6) 2025 and was not replaced. The patient was in stable condition post-intervention.